Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The patient alleged the ok button was under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: during investigation, the pump powered on to a blank display. No damage was found to the keypad. The keypad was removed to find no damage to the button contacts. Moisture was found in the display. The keypad buttons and display were unable to be tested due to the blank display. Unrelated to the original complaint, the audio bolus button was missing. A leak test was performed and failed due to the audio bolus button leak. The pump was opened to find moisture damage on the printed circuit board. The blank display was caused by the moisture damage.